Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) recieved several shocks due to arrhythmias caused by a lack of medication, which the patient deliberately decided not to take. The device did not terminate the arrhythmia with the shocks, the arrhythmia terminated by itself. Additional information was recieved stated the physician elected to perform a revision, and at that time it was determined the setscrews on the shock lead were not appropriately tightened.